Event description:
A patient reported on (B)(6) 2016 stating that their device had worked well for 2 years, but had not been working as of late. Additional information was received from the patient on (B)(6) stating that it never stopped working. After 6 months there was no pain for 3 months, then the pain returned. Associated circumstances included change in activity level. It was noted that it "needs to be recalibrated". The patient tried to reset settings to resolve the issue, but it had not resolved. The indications for use were spinal pain and other non-malignant pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.